Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
Patient presented with idiopathic deformities was being treated on (B)(6) 2013. During the procedure, it was reported one uss ti collar broke while the surgeon was torquing. In addition, a second ti collar broke while tightening the nut on the collar with a wrench. The collars were replaced with new collars and the procedure continued. Reportedly the surgery was extended by approximately 14-30 minutes. This is 1 of 2 reports for the same event, complaint #(B)(4).